Event description:
The user reported that on two occasions the unit stopped performing crp. 1. The unit stopped after being on the pt for 6 hours. After activating the manual control knob, the unit started working again. 2. After two hours on a pt the unit stopped working.